Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. While assessing the release criteria, a mobile thrombus was noticed on the shoulder/face of the device. The physician considered options to aspirate and/or remove the thrombus, but ultimately felt there was significant risk of dislodging the thrombus and not capturing it. The physician elected to release the device without any intervention. The patient was to continue oral anticoagulation for six weeks and the physician would reevaluate at a follow-up transesophageal echo at that time.